Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter broke after placement. (B)(6) pediatrics department performed a puncture on one patient (B)(6). During the procedure, a damaged catheter was discovered. Infusion was immediately stopped and the catheter removed. The sample has been collected, hence this report. Additional information: as discussed over the phone, this complaint concerns an internal catheter breakage followed by catheter extrusion. Upon removal on the third day, a crack was observed in the catheter segment, which had been retained in the scalp.

Manufacturer narrative:
Section b5: additional information added. Investigation results: 1. DHR/bhr review (lot#4323715): 1) this batch of products were assembled at intima ii auto line 4 in dec 2024 and packaged at r240 package line in dec 2024. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the catheter batches used in this batch of products are 4296696 and 4296695. Review the incoming inspection results, no abnormalities. 2. The customer returned 2 photos and 2 samples. 1) the photos show the approximate location of the catheter break; the sample specification is 24g. 2) the returned samples show: specifications are all 24g, sku is 383083, the samples have been used. Among them, sample #1's catheter did not break, while sample #2's catheter was broken. 3) under the microscope, the #2 sample was inspected. The remaining length of the catheter is about 4mm. There are no raw material defects on the catheter surface, no obvious deformation of the catheter, and the fracture surface of the catheter is flat. 3. Take a retained sample of this batch to conduct the relevant functional tests of the catheter. 1) 45 psi leakage test was carried out, and no leakage was found at the catheter. 2) catheter pull force test was performed (to simulate the human environment, the sample needs to be soaked in warm water at 37° c for 72 hours before testing), and the test result is within the product specifications. 4. Cause analysis: 1) after analyzing the samples returned by the customer, if the break had occurred before the intravenous catheter was used, it would have been exposed to air immediately after puncture, which would inevitably have caused leakage and been detected promptly. Considering that the hospital only noticed the abnormality on the third day of use, this indicates that the catheter was in good condition before use and during the first two days of use. 2) according to the inspection of the catheters related to the use of this batch of indwelling needles, including incoming inspections, manual cutting inspections, process inspections, and outgoing inspections, no abnormalities were found. Additionally, since there are no complaints about catheter breakage from other hospitals regarding this batch of indwelling needles, it indicates that the quality of this batch of products is normal. 3) approximately 4mm of the catheter remained after it broke. Observation under a microscope revealed that the break was clean, with no obvious deformation or whitening, indicating that the catheter did not break due to external pulling forces, but was likely damaged by an unknown sharp object, leading to the break. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. According to the results of the cause analysis, the rupture of the catheter was not caused by the factory, but by an unknown sharp object during use. The plant will continue to track and trend for this issue.

Event description:
Additional information: 1. User was exposed to blood/bodily fluids/hazardous materials. It is not known if the user required medical screening/intervention to avoid harm. 2. Lot / batch number: 4323715 (section d updated).